Event description:
The manufacturer received information alleging a ventilator was alarming for "low oxygen flow" and the patient's blood oxygen saturation level decreased. The patient was switched to another device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator was alarming for "low oxygen flow" and the patient's blood oxygen saturation level decreased. The patient was switched to another device. The device was returned to the manufacturer for evaluation and the "low oxygen flow" alarm was confirmed, however, this alarm in itself is not an indication of device failure. The event logs were reviewed and there were no other errors in the log to indicate the device contributed to the reported event and there was no malfunction of the device observed. The manufacturer concludes the device operated and alarmed as designed.